Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was frozen. A field service engineer suggested the customer to hard reboot the device and the issue was resolved. The system functioned as intended after the customer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was frozen. The customer reported that they had to access the medications from another machine that caused a delay in patient care. There were no adverse events or injuries reported based on this event.